Event description:
Customer's father stated that his daughter was not getting insulin delivery. The current blood glucose reading is 600 mg/dl. Customer treated with manual injection. During troubleshooting, the insulin pump passed the high pressure test. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.